Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ physical pain / pain/pain: pelvic/abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, endometriosis, menometrorrhagia, diabetes, chronic cervicitis, nabothian cyst, intramural leiomyoma of uterus, adenomyosis and paratubal cyst. Concomitant products included metformin, nsaids and paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and heavy bleeding"), abdominal distension ("bloating"), the first episode of fatigue ("fatigue"), headache ("headaches"), anxiety ("anxious/ psychological or psychiatric problems condition:mental anguish/psych injury/ anguish"), depression ("depressed/ depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue"), abdominal pain ("abdominal pain") and metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and metrorrhagia had resolved and the genital haemorrhage, abdominal distension, headache, anxiety, depression, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, the last episode of fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: confirmed proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ physical pain / pain/pain: pelvic/abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, endometriosis, menometrorrhagia, diabetes, chronic cervicitis, nabothian cyst, intramural leiomyoma of uterus, adenomyosis and paratubal cyst. Concomitant products included metformin, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and heavy bleeding"), abdominal distension ("bloating"), the first episode of fatigue ("fatigue"), headache ("headaches"), anxiety ("anxious/ psychological or psychiatric problems condition:mental anguish/psych injury/ anguish"), depression ("depressed/ depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue"), abdominal pain ("abdominal pain") and metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed on (B)(6) -2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and metrorrhagia had resolved and the genital haemorrhage, abdominal distension, headache, anxiety, depression, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, the last episode of fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirmed proper placement. Amendment: the report was amended for the following reason: this case is retain is retain case and all the information from case (B)(4) was transferred to case no (B)(4). Reporter, medical history, patient demographics and concomitant drugs were added. Updated onset date and explant date of essure. Added events bleeding: metorhagia (bleeding b/w periods), abdominal pain, weight gain / loss (specify which one) weight gain, fatigue, vaginal discharge, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), nausea, migraines / headaches, abnormal bleeding ( vaginal, menorrhagia)and updated events outcome and reference were added. No new follow-up information was received from the reporter. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ physical pain / pain/pain: pelvic/abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, endometriosis, menometrorrhagia, diabetes, chronic cervicitis, nabothian cyst, intramural leiomyoma of uterus, adenomyosis and paratubal cyst. Concomitant products included metformin, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and heavy bleeding"), abdominal distension ("bloating"), the first episode of fatigue ("fatigue"), headache ("headaches"), anxiety ("anxious/ psychological or psychiatric problems condition:mental anguish/psych injury/ anguish"), depression ("depressed/ depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue"), abdominal pain ("abdominal pain") and metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and metrorrhagia had resolved and the genital haemorrhage, abdominal distension, headache, anxiety, depression, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, the last episode of fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirmed proper placement. Quality-safety evaluation of ptc: unable to confirm complaint c. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), fatigue ("fatigue"), headache ("headaches"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, fatigue, headache, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.